Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a posterior fossa procedure for a tumor near the cerebellum, a 0.5cm imprecision was observed near the target. It was noted that a 1.4 error metric was observed prior to patient registration. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was reported that the exam appeared to have been within 48 hours of the procedure and that some shifting in the exam was apparent. Additionally there was overlap in the data observed at the beginning of the sequence over the top images on the exam.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version: 1.2.0. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis could not determine probable cause. Review of the registration pattern noted no anterior data points collected and all data was on the back of the head. No plan data available to determine intended target for case. There was no indication of a software anomaly. The software appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.